Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It is reported this event occurred in the emergency department on (B)(6) female pt. The insertion site was the radial artery. Good flash appeared and the swg was partially advanced. The clinician pulled back and good flash remained. The guidewire was re-advanced without any resistance, but the catheter would not advance. The physician was called in to pull everything as a hematoma was forming and the guidewire appeared frayed. Another attempt to place a catheter was completed successfully. There was no delay in treatment, no pt injuries or complications reported.